Manufacturer narrative:
Concomitant medical products: 638bl32 heart band, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacing leads were defective. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No patient complications have been reported as a result of this event.